Event description:
It was reported that, "surgeon was attempting to adjust the rim of the adm cup and he was striking the handle with a mallet the plastic tip shattered.'

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.